Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip issue.

Event description:
Consumer complaint of blood results reading "hi." Normal range is 120 to 135 mg/dl. Customer stores the strips in the bedroom. Last 4 results customer was able to give me are: 306 mg/dl, hi, hi, hi. Customer is not able to read the time and date or more results. Performed blood test 354 mg/dl and 202 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.